Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that they had to reposition electrodes, noting that they must have moved them a little bit. Additional details and a date of occurrence were not obtained due to the confusing information collected. There were no related patient symptoms reported, and the indication for use was epidural fibrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.